Manufacturer narrative:
Correction to d3 & d4. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000155449. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. Postoperatively, the patient was prescribed medication for potential headache. Patient developed headache post-op, follow-up information indicated the patient¿s headache has resolved. It is unknown which lead caused the issue.